Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the plastic parts of the item have snapped off inside the patient. On this occasion those parts were able to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.